Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal check-up, alerts for non-sustained rv oversensing were observed. The patient was asymptomatic. Review of session records noted far-field p-wave oversensing. A cap confirm was unable to get a capture threshold. Lead dislodgement was suspected but the leads were in good position when checked on x-ray. Patient will continue to be monitored and will be followed-up in clinic in few months.